Manufacturer narrative:
H4: device manufactured between august 21, 2020 to august 24, 2020. H10: the device was received for evaluation. Visual inspection revealed that the bladder was ruptured. The ruptured bladder was further examined to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is due to the inherent variation in the material during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Additional phone no.: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate leaked during patient infusion at the patient's home. It was further reported that the balloon burst at the last milliliters. There was no report of patient injury or medical intervention associated with this event. No additional information is available.